Event description:
The customer reported that a low pressure alarm was heard during pt use of the tracheostomy tube. The tube was removed and pt was re-cannulated with a new unspecified tube. They confirmed the tube leaked air at cuff.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.